Event description:
It was reported during a procedure the micro drill medium straight attachment would not work due to the customer using the incorrect bur and caused a surgical delay of thirty minutes. No additional treatment was needed due to the delay in the procedure. The procedure was completed successfully, and no adverse consequences or medical intervention were reported.

Event description:
It was reported during a procedure, the micro drill medium straight attachment would not work due to the customer using the incorrect bur and caused a surgical delay of thirty minutes. No additional treatment was needed due to the delay in the procedure. The procedure was completed successfully, and no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The event was confirmed through functional evaluation, disassembly and visual inspection. Through disassembly, it was visually confirmed that corrosion was affecting the components of the device including the bearings. Corrosion may affect the components of the device causing the symptom described in the event. The device was scrapped at the manufacturer